Event description:
Hcp reports pt had drop foot and increased low back pain (lumbar 4-5). Physician performed laminectomy and removed granuloma at catheter tip. Hcp reports pt has improved foot drop but terrible pain.